Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that the customer was having accuracy issues during registration while using the enlite navigation system during a procedure. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the customer was having accuracy issues during registration while using the enlite navigation system during a procedure. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.